Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different location in the brain than anticipated, with the brainlab device involved, although according to the surgeon: - there was no harm/negative clinical effect for this patient due to the deviating placements. - there were no corrections or changes done from the intended procedure performed, the electrode placements were not corrected, and there was also no delay or prolong of surgery/anesthesia. - the deviation of the electrode placements were detected with a post-op CT scan, and the surgery was still partially successful, the most electrode leads had relevant readings as desired. - there were further no remedial actions necessary, done or planned for this patient due to this issue. - there was also no prolong of hospitalization for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the applied instrument path incl. Burr hole (deviations in entry points 1.7-5mm, in target points 1.5-8mm) from the 10 planned trajectories, is a movement of the patient's head in the non-brainlab head holder due to insufficient rigid fixation and / or inadvertent forces after draping during the surgery and before the incisions and placements were performed. Relative movements between the navigation reference array and the patient's head after registration cannot be compensated by the navigation. Other factors, that to a lesser extent could have contributed to the deviation, include: - less than ideal registration: registration points were not acquired exactly at the planned center of the donut markers or bone fiducials, as required, and / or the position of the donut markers changed in comparison to the scan (e.g. Moved on the skin or skin shift was introduced through the head clamp). This can have caused the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. - one of the 7 navigation reference arrays at this user facility was found to be damaged, with bent marker posts, likely due to long term use and / or improper handling e.g. At sterilization processing at the user facility. Despite it cannot be determined if this damaged navigation array was used at this specific surgery, the potential use of the damaged array can have added a deviation to the navigation display of instrument positions on the registered pre-operative patient scan. Apparently the resulting deviation of the navigation display was not detected by the user before the placements, with the necessary continued user verification of accuracy after registration, draping and throughout the surgery. - although the placement (entry point and direction) of the non-brainlab bolts - guiding the non-navigated non-brainlab stylet and non-brainlab leads - were performed with the aid of navigation, the depth of the guiding bolts and the following leads placed were not tracked by the navigation, and therefore, navigation did not contribute to the resulting depths the bolts were placed in. The depths for the stylet and leads were only manually transferred by the user from former measurements with the navigated biopsy needle, thus brainlab cannot comment on the correctness of these manual depth measurement transfers. The user acknowledged upon analysis of the post-op scan that the guiding bolts having been placed deeper than intended was due to the patient's 'soft' bone density. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The visibly damaged navigation reference array has been removed from clinical use at this customer site.

Event description:
A cranial stereo-electroencephalography (seeg) surgery for placement of 10 depth electrodes into the brain for diagnostic purpose for epilepsy - the intended targets with a size of ca. 2mm and ranging from ca. 50mm to ca. 85mm deep in the brain were hippocampus, amygdala, corpus callosum, and cingulate - has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative CT scan, with 9 donut markers and 8 bone fiducials placed on the patient's head, was acquired the same day before the surgery, to use with navigation. Further MRI datasets were fused to this CT scan used for patient registration to the navigation. Trajectories were planned. During the procedure the surgeon: - positioned the patient in a supine orientation in a non-brainlab head holder. - attached the unsterile navigation reference array to the head holder, and performed the standard image registration with acquiring registration points on the head's markers/fiducials to match the display of the navigation to the current patient anatomy. - verified the accuracy of the patient registration to navigation, determined the result as very good, and accepted the registration to proceed. - draped the patient, exchanged the navigation reference array to a sterile array, re-verified navigation accuracy on the bone fiducials, and created the ca. 1.8mm burr holes for the 10 electrode leads through the navigated varioguide aligned to the pre-planned trajectories. - after drilling the pilot holes, inserted the non-brainlab guidance bolts with a non-brainlab screwdriver navigating with the varioguide (except the depths of the bolts, the bolts' depths were not tracked with navigation). - passed the navigated biopsy needle through the varioguide to measure the distances to the targets from the bolts, needed for the insertion depths of the both not navigated non-brainlab stylet and the non-brainlab electrode leads. - inserted the stylet guided by the bolts to create paths for the electrode placements to the previously measured depths, and correspondingly inserted the electrode leads also guided by the bolts to the same depths. - completed the surgery and sent the patient to acquire a post-operative CT scan. The post-op CT revealed that as per the surgeon, the 10 electrodes deviated in the entry points by ca. 1.7-5mm and in the target points by ca. 1.5-8mm from the intended/planned positions, mostly parallel to the intended trajectories to the caudal direction. Also the guiding bolts were placed deeper than intended. A ventricle was unintendedly punctured, and the dura of the skull base had been hit, without any harm to the patient. The electrode placements were not corrected, nor were any other corrective or remedial actions for the patient necessary or done. The surgery was still partially successful, the most electrode leads had relevant readings as desired. For this patient the electrode leads were removed again after less than a week, whilst standard for most patients at this hospital would be approximately after 2 weeks. According to the surgeon: - there was no harm/negative clinical effect for this patient due to the deviating placements. - there were no corrections or changes done from the intended procedure performed, the electrode placements were not corrected, and there was also no delay or prolong of surgery/anesthesia. - the deviation of the electrode placements were detected with a post-op CT scan, and the surgery was still partially successful, the most electrode leads had relevant readings as desired. - there were further no remedial actions necessary, done or planned for this patient due to this issue. - there was also no prolong of hospitalization for this patient.